Manufacturer narrative:
(B)(4). Evaluation codes: conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported an uneventful treatment and did not request field service or clinical support.

Event description:
Patient underwent uneventful ilasik (B)(6) 2013. Patient presented at 1 day post op and affiliate noted significant debris under the flaps on both eyes. Patient referred back to the center. Slit lamp exam noted significant amount of meibomian debris under the flaps, flaps lifted and irrigated on both eyes. Patient seen on (B)(6) 2013, patient's interface clear, visual acuity sans correction (vasc) 20/25 on the right eye and 20/40 on the left eye.